Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. No hardware low level failure or pump error alarms noted during testing. Hardware low level failure alarm confirmed in pump history with variable due to broken trace at electrical board and electrical board on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had multiple pump error alarms. The customer¿s blood glucose level was unknown. The customer reported that they had multiple pump error alarms during basal. It was reported that they were able to clear. The insulin pump will be returned for analysis.